Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4); lot number 61906. The reported events of exposure, iridocorneal touch and choroidal effusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported ~2mm of the stent was protruding through the conjunctiva of the left eye, and ac was slightly shallow with early peripheral choroidals. The device has been explanted.